Manufacturer narrative:
Results: no samples were rec'd for evaluation. Conclusions: due to similar complaints for the 50 ml syringe, implementation of a higher viscosity barrel lube was performed at the plant, which had shown to lower pump forces. In addition, an in-process pump force requirement has been implemented. (B)(4).

Event description:
An ICU patient was receiving manually drawn up inotropes via an alaris pump to maintain blood pressure. The occlusion alarm was triggered and the patient's blood pressure dropped. The inotrope administration was attempted via three alaris pumps (occlusion pressure alarm set to 10 psi). The patient suffered severe hypotension and was resuscitated using an adrenaline bolus. Inotrope infusion was then continued using an old imed gemini pump. The pumps investigated were found to not be faulty. The ICU has decided to use 30ml syringes from now on.